Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. Testing was performed on 11 jun 2015 on the echo. Testing was for validation purposes. On batch (B)(4) sample (B)(4) using lots r608/221402/liss 211590: cell 1 neg visually neg, cell 2 neg visually pos, cell 3 neg visually pos, ctrl well reacted as expected. Cell 1 c-, cell 2 c-c+, cell 3 c-c+. On batch (B)(4) sample (B)(4) using lots r608/221402/liss 211590 (same vial of crric lot on batch (B)(4)): cell 1 neg visually pos, cell 2 neg visually pos, cell 3 neg visually neg, ctrl well reacted as expected. Cell 1 and 2 d+ cell 3 d-. On batch (B)(4) sample (B)(4) using lots r608/221402/liss 211590 (same vial of crric lot on batch (B)(4)): cell 1 neg visually pos, cell 2 neg visually pos, cell 3 neg visually neg, ctrl well reacted as expected. Cell 1 and 2 d+ cell 3 d-. Customers were notified of visually positive results with capture-r products which are interpreted negative by the echo in customer communication (B)(4) in november 2009.

Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen 3 (crrs3) on the echo. Testing was performed on 3 samples for validation purposes.